Event description:
Consumer alleges that when she turns the unit on the medicine is not misting for her treatment. There is allegedly no obstruction within the tubing. No injury is alleged.

Manufacturer narrative:
(B)(4).

Event description:
Consumer alleges that when she turns the unit on the medicine is not misting for her treatment. There is allegedly no obstruction within the tubing. No injury is alleged.